Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, DHR requested - other reasons. The customer reported blood glucose value of 1200 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: customer got a stuck button error on his pump customer calls with keypad anomaly complaint. The customer to discontinue pump use and revert to back up plan as per instructions. The event involved product(s) mmt-1880, mmt-332a, unomedical, mmt-7040a. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported receiving a stuck button alarm. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored and no stuck button alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 30-aug-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 30-aug-2024 listed on smartsolve. Dailytotalcollectionstarttime: 08/30/2024 00:00:00.000 dailytotalofallinsulindelivered: 0 (0 u), dailytotalofbasalinsulindelivered: 0 (0 u), dailytotalofbolusinsulindelivered: 0 (0 u). In further full review of the pump history/traces on the customer's event date of 31-aug-2024, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 31-aug-2024 listed on smartsolve. Dailytotalcollectionstarttime: 08/31/2024 00:00:00.000 dailytotalofallinsulindelivered: 278250 (27.825 u), dailytotalofbasalinsulindelivered: 115250 (11.525 u), dailytotalofbolusinsulindelivered: 163000 (16.3 u). In further full review of the pump history/traces on the event date of 09-oct-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 09-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/09/2024 00:00:00.000, dailytotalofallinsulindelivered: 318000 (31.8 u), dailytotalofbasalinsulindelivered: 318000 (31.8 u), dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date of 30-aug-2024, customer's event date of 31-aug-2024 and event date of 09-oct-2024 in the formatted history file. There were no pump error 61 (stuck key alarm) noted for the ss event date 30-aug-2024, customer's event date of 31-aug-2024 and event date of 09-oct-2024 in the formatted history file. However, pump error 61 (stuck key alarm) was found on: 08/02/2024 14:02:03.000, 08/02/2024 14:12:00.000, 08/04/2024 16:38:46.000, 08/04/2024 16:48:00.000, 08/07/2024 18:53:49.000, 08/07/2024 19:03:01.000, 08/07/2024 19:12:06.000, 08/07/2024 19:21:50.000, 08/07/2024 19:28:27.000, 08/14/2024 21:05:40.000, 08/14/2024 21:15:00.000, 08/23/2024 08:50:39.000, 08/23/2024 08:54:57.000, 08/23/2024 09:00:00.000, 08/23/2024 09:01:41.000, 08/26/2024 11:40:45.000, 10/03/2024 15:32:44.000, 10/03/2024 15:42:00.000, 10/03/2024 21:50:01.000, 10/03/2024 22:00:01.000, 10/05/2024 20:32:10.000, 10/05/2024 20:42:00.000, 10/08/2024 16:35:49.000, 10/08/2024 16:45:01.000, 10/08/2024 16:50:28.000, 10/08/2024 16:51:30.000, 10/08/2024 21:46:54.000, 10/08/2024 21:56:01.000, 10/08/2024 22:13:32.000, 10/08/2024 22:20:15.000. All buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.